Event description:
It was reported that during the implant procedure, after connecting the leads and placing the device in the pocket, the device polarity switched and the patient experienced tachycardia. After reprogramming to bipolar configuration and making other programming adjustments, the issue remained. The implantable pulse generator (ipg) was attempted / not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.